Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of a loose motor screw was detected that has no relationship to the reported condition. This condition has a potential for patient harm. The investigation detected an unreported condition of loose motor screws that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. The investigation detected an unreported condition of an abnormal screen display. The most likely cause could not be established from the information available. The investigation detected an unreported condition of damage to the external housing that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. Damage can occur when device is handled roughly during use. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle would not charge. Multiple handles were tested on the charging bay and the issue was pin-pointed to the handle. There was no patient involvement.